Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak signal alarm and lost sensor alarm due to blank display. Pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a weak signal and lost sensor. Customer also reported that screen display had a rainbow like color and was blurry. Customer changed battery and it went away. Customer reported of wearing insulin pump in her bra and it may have been exposed to moisture. Customer had previously called to troubleshoot sensor issues. Customer reported that high blood glucose was due to not taking prescribed medication because pharmacy did not have any. Customer was advised to monitor insulin pump and to call back should issue persist.